Event description:
Reporter indicated high lead impedance readings were noted for a vns pt. Follow-up with the reporter, indicated there had been no trauma and the pt is not having any adverse events. The vns has not been disabled at the reporter's discretion. If the pt develops adverse events, vns revision surgery will be considered, per the reporter. Attempts for lead product info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.